Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the reported issue of foreign material in the nozzle is a known issue, and the cause of corrosion in the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, it was found that the nozzle has foreign objects, and the air/water nozzle has corrosion. There was no patient involvement.